Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer alleges the infusion sets adhesive is not strong enough and alleges the product is defective. No adverse event reported. Infusion set has been discarded; no product will be returned.